Manufacturer narrative:
A sample has not been rec'd for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported a leaking cassette during surgery. The procedure was completed with no harm to the pt.